Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarms error code 41786 after startup. Per reporter, they turned off and turned the device back on, but it still alarmed. There was no patient involvement.

Manufacturer narrative:
D9: product received date 9/19/2024. H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was performed, and the error code 41786 was present. This error code indicates that the internal battery is low, and the printed wire assembly (pwa) needs to be replaced. Replaced pwa. Ran functional test to confirm repair. Updated software. The unit is running normally at this time.